Manufacturer narrative:
On (B) (6) 2008 the customer reported the unit would not get a tracing on 12 lead nor 3 lead while connected to pt. On 10/28 a philips fse evaluated the device. He replaced the therapy pca due to an intermittent leads off message. As of 12/23 the customer has not called back regarding this device. We are considering this failure a therapy pca malfunction. (B) (4).

Event description:
On (B) (6) 2008 the customer reported the unit would not get a tracing on 12 lead nor 3 lead while connected to pt.